Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, channel 1 of the device was programmed in the dose calculation mode to deliver 100ml of diprivan at a rate of 31.3ml/hour with a dose of 45mcg/kg/min and the delivery was started. No further programming parameters were provided. After approximately one hour, the nurse noted channel 1 was alarming for an unspecified reason that the bottle of diprivan was empty. The intubated patient had received 100ml of diprivan in one hour. Reportedly, the device displayed a rate of "64.xml/hour" with a dose of "94.xmcg/kg/min" instead of the reported original programmed rate of 31.3ml/hr with a dose of 45mcg/kg/min. The device was removed from clinical service. No medical interventions were required. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing. The device maintained the programmed delivery rate throughout the testing procedures. The device history for channel 1 was downloaded and printed at the manufacturing facility. A review of the device history shows that in 2007 at 1543, channel 1 was powered on. At1546, channel 1 was programmed in the dose calculation mode to deliver a concentration of 10mg/1ml, pt weight, at a rate of 64.9 ml/hr, a vtbi of 55.7 ml, a dose of 93.297 mcg/kg/min, for a duration of 45 minutes and the delivery was started. At 1631, channel 1 alarmed for vtbi complete and the device switched to the kvo rate of 1.0ml/hr. At 1632, the delivery was stopped and the vtbi was changed to 5.0 ml for a duration of 4 minutes and the therapy was resumed. At 1634, the delivery was stopped. At 1635, the vtbi was changed to 95 ml for a duration of 1 hour and 27 minutes and the delivery was resumed. At 1758, channel 1 alarmed prox air a, backprime. At 1800, channel 1 alarmed infuser idle 2 minutes. At 1805, the alarm was silenced. At 1808, the alarm was silenced once again and channel 1 was backprimed. Within the same minute, channel 1 was programmed in the dose calculation mode to deliver a concentration of 10mg/1ml, pt weight, at a rate of 31.3ml/hr with a vtbi of 85.0 ml with a dose of 45mcg/kg/min for a duration of 2 hrs and 42 minutes and the delivery was started. At 1826, the volume infused was cleared. At 1827, the delivery was stopped. Review of the history indicates that channel 1 delivered as programmed.